Event description:
It was reported that the customer passed away at home. The cause of death was unknown. The customer had hypoglycemia all day on the day prior to their passing, and appears to have been unable to adequately treat the lows, went to bed, and did not wake up. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The pump was uploaded but only data from the two days prior to passing was available on the upload, but the pump had more data. The caller agreed to return the insulin pump for analysis. Frn- mmt- unk- rsvr, unomedical.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 2.9d pump not in manufacture mode. The pump was received without a battery installed. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08700 inches. Pump received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. Data analysis: on (B)(6) 2017 daily total of all insulin delivered = 27.7. On (B)(6) 2017 daily total of all insulin delivered = 28.1. On (B)(6) 2017 daily total of all insulin delivered = 28.1. On (B)(6) 2017 daily total of all insulin delivered = 28.1. On (B)(6) 2017 daily total of all insulin delivered = 28.1. On (B)(6) 2017 daily total of all insulin delivered = 28.1. On (B)(6) 2017 daily total of all insulin delivered = 25.8.